Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 20 mg/dl. The patient reports they had accidently injected 175 units of insulin from their pod fill syringe needle directly into the pod infusion site. Once at the hospital emergency room the patient was treated with dextrose and glucose injections as well. The patient reports their blood glucose level was between 75 mg/dl to 110 mg/dl after treatment. The patient was prescribed insulin. The patient was discharged from the hospital the following morning at 3:00 am. The patient reports when they were discharged from the hospital their blood glucose level was 300 mg/dl. The patient reports the following day after this event they were able to activate a new pod and their blood glucose levels had stabilized.